Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the ruby coil abruptly stopped and would not exit the lantern; therefore, it was removed. It was reported that the hospital technologist was unable to re-sheath the ruby coil after removal. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.